Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported, the patient is not receiving effective low back stimulation. A sjm rep was unable to resolve the issue with reprogramming. It was also reported, the physician believes this may be new pain. Subsequently, the patient was prescribed pain medication and x-rays are to be taken as the next course of action.